Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) medical center.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified right coronary artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation 16 atmospheres for 20 seconds, the balloon ruptured at the middle part. The device was removed, and the procedure was completed with a different device without any patient complications reported. The patient was in good condition.